Event description:
A customer reported that their insulin pump's touchscreen was unresponsive due to damage. There was no adverse impact to the customer¿s blood glucose level mentioned. The customer declined further troubleshooting.